Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that patient had a ¿vad stopped¿ message on the controller. The controller remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller (B)(4) was not returned for evaluation. The reported vad stopped event was confirmed via log file analysis, which revealed 2 vad stopped alarms associated with controller (B)(4) since (B)(6) 2016. This alarm is indicative of a physical disconnection of the driveline from the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported vad stop event may be attributed to physical disconnections of the driveline from the controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.